Event description:
Physician phoned distributor and stated that he was using the poole suction handle during an orthopedic surgery and he used the handle to push on a structure in the shoulder and the handle broke. A piece broke off. Physician not certain where the piece is. CT scan was done and the piece could not be found. Physician admitted to user error. He just wanted to know if it was in the patient could he leave it with no patient risk.